Manufacturer narrative:
Additional contact details: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had replaced the pcb, front end rohs while upon completing the pm on unit it would not go into service mode unless the service button was pressed very hard. Once the cover was removed it was being found that the unit had saline on the front end pcb. Then the fse had further reviewed the logs but there were no faus or alarms have been noted. It did not see any other components to be effected. The functional testing and calibration was completed on the device during it's pm. There was no involvement of the patient during this incident and even no harm or injury related to the patient is being reported for this given incident.the failure analysis and testing department received part number: front -end serial number with a reported unit failure of saline on the front-end board.the failure analysis and testing dept. Performed a visual inspection of the part received and observed white residue on the part which is consistent with saline on the external bp and ECG ports.due to the saline spill on the board, it cannot be installed and investigated any further. This board revision is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) has saline on front end board. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).